Manufacturer narrative:
The date of event is unknown, additional information will be submitted if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of this damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center for a separate issue. During inspection of the device, a burnt c-cover was found. There was no patient involvement.